Manufacturer narrative:
Evaluation description: the reported premature battery depletion and low impedance were confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion and low impedance. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that low, out of range, hv lead impedance and low pacing lead impedance were observed. Possible connector anomaly was suspected. Premature battery depletion was also noted. The device was explanted.